Event description:
On (B)(6) 2013, the patient underwent treatment of a descending thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. During ballooning of the proximal end of the device, the patient's blood pressure dropped, and angiography showed a ruptured aorta proximal to the device. The balloon was reportedly inflated according to the instructions for use. It was also reported the patient's aorta was atherosclerotic along the entire descending thoracic aorta with calcification at the implant site, and this contributed to the aortic rupture. An additional device was placed distal to the subclavian artery to cover the rupture. However, the patient was not able to regain blood pressure and expired during the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: (B)(4). Refer to the following medwatch number for the medwatch on the gore tri-lobe balloon catheter: 3007284313-2013-00004.